Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. The reporter claimed the display on the animas pump is difficult to read for about 6 months. There is no moisture issue or trauma to the pump. The contrast was set to 10 but the issue was not resolved. The pump is being returned for investigation. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
The pump has been returned to animas for evaluation; however, product investigation has not been completed. Once evaluation has been completed, a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 07/22/2013 -device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: investigators confirmed the text on the display screen is dim/faded and the text is discolored upon start up and difficult to read. Investigators increased the contrast setting to the maximum of '10' with little improvement observed. Replaced faded display with test display and the test screen is fully functional and is fully illuminated with no visible signs of fading or discoloration of text. Unrelated to the complaint, evaluation revealed that the keypad symbols were worn, which has no effect on insulin delivery.